Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The battery compartment was cracked along the threads. The battery cap was not returned and a test battery cap was used in the evaluation. The pump powered up to the verify screen with the appropriate audible and vibratory features. All the buttons functioned properly. Unrelated to the casing issue, it was observed that the verify screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was damaged. It was reported that there was no damage to the battery cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.